Manufacturer narrative:
Concomitant products: product ID: 7495lz10, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: neu_adaptor_acc, product type: accessory. Product ID: 97714, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. (B)(4).

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a shocking sensation at her pocket site. The stimulation was on at the time of the report. It is unknown if the patient experienced a shocking sensation with the stimulation turned off. No trauma/falls were reported that could be related to this issue. The patient had the pocket adapter and the extension removed and the pocket site was moved to resolve the shocking sensation. No cause was determined, but it was speculated that it may be the result of scar tissue.